Manufacturer narrative:
H3: examination of the valve in co's laboratory revealed calcification within the right and left-coronary cusps which resulted in stenosis of the effective orifice area, multiple disruptions and incomplete coaptation. Host tissue overgrowth encroached onto the noncoronary cusp which contributed to stenosis of the valve. X-ray analysis revealed calcification within the aortic wall, belly, and free margin of the right and left- coronary cusps. Extensive sent distortion was also noted and appeared artifactual of explant. The primary cause for dysfunction of this valve was determined to be due to calcification. These findings would account for the symptoms noted clinically. H6: 86= x-ray.

Event description:
This event was reported as: leaflet disruption, calcification, regurgitation and stenosis. No further info provided.